Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Procedure: the patient underwent left total hip arthroplasty (B)(6) 2019. Patient underwent revision left total hip arthroplasty on the left side, both components changed for closure of dehisced left hip surgical wound (B)(6) 2020.

Event description:
Procedure: the patient underwent left total hip arthroplasty (B)(6) 2019. Patient underwent revision left total hip arthroplasty on the left side, both components changed for closure of dehisced left hip surgical wound (B)(6) 2020.

Manufacturer narrative:
Corrected: expiration date. Reported event: an event regarding patient factors involving a ceramic head was reported. The event was confirmed through clinician review of the the provided medical records. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: hazard: none clearly related to implant. Conclusion of assessment: immunosuppressed patient did return to or for an I and d. Head and liner exchange were performed. The event was unrelated to implants. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the patient was revised due to patient factors ( closure of wound dehisced) . A review of the medical records indicated immunosuppressed patient did return to or for an I and d. Head and liner exchange were performed. The event was unrelated to implants. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned